Event description:
It was reported that when using the bd pyxis¿ anesthesia station es main drawer 3 was failing and was unable to be recovered. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineers examination revealed that the controller board on drawer 3 was defective. The board was replaced with a new one, and the firmware was updated. Hardware test application (hta) tests for the device and storage space were performed successfully. The system functioned as intended after the field service engineer repaired the device.